Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported it was difficult to charge, as the ins was tilted. The ins could not be repositioned. There was a loss of therapy in the form of migraines, the onset of which was sudden in nature following the fall. It was determined that the lead moved due to the fall. The hcp attempted to implant a trial lead, however, this did not go well and the patient almost had a stroke. It was clarified that the patient only experienced one fall, occurring on (B)(6) 2012. The patient stated she would like to turn therapy back on. The indication for therapy was non-malignant pain and cervical radiculopathy. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported there were no abnormal impedance measurements. At the (B)(6) appointment, the patient described experiencing too much stimulation to the feet, and increasing and decreasing stimulation with head movement. The patient was reprogrammed to use the top of the 8-15 lead and reported great hand coverage, but "grabs and pulses" in the shoulder area. The patient was seen again on (B)(6) and reported stimulation was too strong and it felt like she couldn't breathe. The ins was standing on its end and the patient was having difficulty charging. The hcp reported that the patient experienced a burning sensation at the ipg site, and a revision was pending, however the patient had no insurance to cover the revision.

Event description:
It was reported the leads were placed in the cervical area. The patient's feet flew out from under her on (B)(6) 2012. She lost stimulation to left hand and back of head. The implantable neurostimulator (ins) was reprogrammed on (B)(6) 2012 with reported improved coverage, except there were more changes with head movement. The ins was reprogrammed on (B)(6) 2012 due to extreme change with "hand coverage, causes drawing." The patient experienced "migraine x 4 days" with a lack of coverage to the head. The patient also c/o severe tenderness over ins site and it was noted the corner of ins protruding. The patient did not have any difficulty recharging. Since implant, the skin above the ins had "bruised tinge" that goes away after several hours. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n305414, implanted: (B)(6) 2012, product type accessory patient. (B)(4).

Manufacturer narrative:
(B)(4).